Event description:
A pt of unk medical history underwent heart valve replacement surgery in 2001 using a cryppreserved aortic valve & conduit (size 25mm). At approx 3 years post-implant, reoperation was performed and the homograft was replaced with another cryopreserved aortic valve and conduit (size 25mm).